Manufacturer narrative:
A video was provided showing a 034-ch-14 connected to an h2629. Leakage was observed around the spiros. Received one (1) new 034-ch-14, one (1) used 034-ch-14, and one (1) used list #unknown chemolock port. Received one (1) opened/unused 011-h2629 transfer set w/spiros under (B)(4). No damages or anomalies noted. Each 034-ch-14 was connected to the chemolock port and 011-h2629 transfer set w/spiros and leak tested per product specifications. There was no leakage. The reported complaint of leakage could not be confirmed on the received one (1) new and one (1) used 034-ch-14. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a punzón para bolsa/botella con filtro de venteo. The reporter stated that at the day oncology hospital, during and infusion the nurses detected a leakage of medication between the connection from ch-14 and the h2629 device, which stopped when they switched to a new ch-14. A sister sample is available for evaluation since the original sample is contaminated. A video showing the product issue was provided. The event occurred during patient use, there was delay in therapy, no one was harmed as a result of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.